Manufacturer narrative:
The manufacturer's service rep performed an on site investigation. The battery pack and the monoblock was replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the 8800 system displayed a generator error message when trying to boot up. No pt injury was reported.